Event description:
It was reported that the patient had a eos / eol message. She just started seeing an eos screen today, and she had not checked it in a long time. She had a tens unit used on her back yesterday, and says that she "could feel the tens unit stimulating the stimulator". She doesn¿t know if the hcp (healthcare provider) placed the electrodes directly on her stimulator or not. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer. Patient product ID: 3889-28, lot# v019740, implanted: (B)(6) 2007, product type: lead. (B)(4).